Manufacturer narrative:
(B)(4). This complaint for a report of a missing component was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a cassette which was missing a cap on the drain line which was found during set up on the homechoice (hc). The home patient (hp) w as unsure if it came with a cap or not, and wanted to start over with a new cassette. The technical service representative assisted the hp to end setup on the hc. The hp would start over with new cassette. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.